Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with decompensation and oedema of the lungs. It was also reported the patient was stimulated by the leadless implantable pulse generator (ipg) at the higher tracking rate at all times. It was noted the ipg was implanted near tricuspid valve. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.